Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please request the following: the patient demographic info: age, weight, bmi at the time of index procedure? Unk. On what tissue was the suture used? Unk. Patient symptoms manifestations (location, severity, appearance, systemic or local reaction) unk. Were cultures performed? Results? Unk. What medical intervention was performed? Results? Alcohol was given and infrared ray equipment was used. Other relevant patient history/concomitant medications? Unk. Can you clarify what was meant by ¿infrared ray equipment was used¿? The infrared ray can act on the treatment site through clothes. It can pass through the skin and produce thermal effects directly on muscles and subcutaneous tissues. Was this considered medical intervention? What's the definition of medical intervention? What is physician¿s opinion as to the etiology of or contributing factors to this event ? Suture. What is the patient¿s current status? Stable.

Event description:
It was reported that a patient underwent an episiotomy on (B)(6) 2019 and suture was used. The patient developed a red swollen incision 1 days after the episiotomy. Alcohol was given and infrared ray equipment was used. Patient condition changed better. Additional information was requested.